Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a procedure to close a lip incision and topical skin adhesive was used. Alcohol followed by dry, saline wipe and dry was used prior to application. Two days after application, the topical skin adhesive sloughed off of the patient's upper lip. The patient returned to the doctor and a new vial of topical skin adhesive was applied to close the wound. Currently, the patient has poor cosmesis. Wound is healing with a noticeable scar. The doctor opines that the patient will need to have laser or plastic surgery performed to correct.